Event description:
It was reported that during implant, when the device was connected to the chronic atrial lead that no sensing was seen. It was noted that the p-waves on the previous device were 5-6 millivolts and 8-10 millivolts with the analyzer. Device settings were adjusted to get appropriate sensing and the device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2005. (B)(4).